Event description:
It is reported that during surgery on (B) (6) 2009, the surgeon was unable to seat three different trilogy longevity liners. The locking ring to the cup was still separated after insertion of the liner. The surgeon then removed the trabecular metal cup and replaced with the same size and brand. The liner then snapped into the cup with no issues. Surgery was delayed by 60 minutes.

Manufacturer narrative:
Evaluation summary: as returned, the devices are conforming to print where measured and the locking ring appears to be undamaged. All three returned liners have screw head impressions on the outer diameter, indicating that a screw was seating proud of the inner diameter of the shell and possibly preventing the liners from fully seating. Device history records indicate all components were manufactured and inspected to specification.